Event description:
Customer reported discrepant advia centaur havt, hbct, ahavm, ahcv, hbsag, ahbs results, due to an operator error. The operator placed the acid in the wash 1 position on the instrument. Customer had to issue corrected reports. There was no report of adverse health consequences as a result of these discordant results.

Manufacturer narrative:
This event was due to an operator error. The operator placed the acid in the wash 1 position on the advia centaur instrument. A siemens healthcare field service engineer (fse) was sent to the customer site to decontaminate the system. The instrument is performing within specifications. No further evaluation of the device is required.